Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the laser module was switching to standby while in use during a retinal procedure. The system was restarted to complete the procedure with no harm to the patient.

Manufacturer narrative:
The system was examined and the reported event was confirmed. The footswitch was identified to have contributed to the reported event. There was no mention of the footswitch replacement or repairs. However, the system was confirmed to have met specification. With the information provided, a root cause cannot be conclusively identified at this time. The system was manufactured on june 29, 2017. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event is unable to be determined conclusively. The manufacturer internal reference number is: (B)(4).